Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that a capture management warning contains confusing information from a transmission of a patient with a protecta connected to the carelink network. This observation is related to the safety margin of the rv-capture management. The observation shows that the safety margin is at 2.7 volt, while the minimal adapted is programmed at 2 v and the margin at 2x. The actual threshold is 0.75 v. The observation advises reprogramming the safety margin to e.g. 3x or decrease the minimal adapted to e.g. 1.5 v. The complainant suggests that when using the nominal settings of the capture management algorithm, do not display this warning/observation since this warning is very confusing. The device is still in use. No patient complications were reported as a result of this event.